Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018 via posterior spine fusion to fix th11-l2 by using ha block (manufacturer was pentax, p/n and lot number were unknown), screws to th11, 12, l1 and l2, and set screws. After the primary surgery on unknown date, the surgeon recognized that the patient suffered the infection. The removal surgery was performed on (B)(6) 2018 to remove the rods, set screws, and the screws at th12 and l1,and the implanted the new screws (p/n and lot number were unknown) to th10 and l3, and then fix with new rods (p/n and lot number were unknown) at th10.11.l2.3 using new set screws (p/n and lot number were unknown). No further information was provided by the hospital.

Manufacturer narrative:
(B)(4).